Event description:
During a mechanical thrombectomy procedure, it was unclear whether the velocity microcatheter was already kinked during handling or unpacking. When attempting to flush the velocity microcatheter outside the patient, it was noted that the velocity microcatheter was broken about 20 cm from the proximal end of the catheter. The velocity microcatheter was then further manually kinked and broken. Another microcatheter was used to complete the procedure without complications. There was no adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.